Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04328. Follow up information identified the patient¿s burning has resolved with ipg replacement.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-04328. It was reported that the patient experienced heating sensation, but the patient could not recall if it was only during recharging the ipg. The patient received a recall letter (heating while charging), and she stopped using the device. To address the issue, the physician explanted and replaced the ipg with a new model. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04328.